Event description:
Complainant alleged that while charging a battery on the base power charger, the technician went to remove the battery from the charger, and the battery exploded. Pieces of the battery casing struck the technician in the forehead. It was noted that the battery was warm to the touch during charging. Complainant indicated that the user suffered minor injury (a cut and bleeding). Complainant did not indicate if the user required additional treatment.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.